Manufacturer narrative:
The customer believes the result of > 250 nmol/l was accompanied by a data flag. The initial result was held for authorization and the sample was repeated.

Manufacturer narrative:
This event occurred in (B)(6). The customer did not use rack adapters. After the event, the rack adapters were placed on the sample racks.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecysys vitamin d total ii (vitamin d total ii) on a cobas e411 rack analyzer. The initial result was >250 nmol/l. The repeat result was 24 nmol/l. The result in question was not reported outside of the laboratory. The vitamin d total ii reagent lot number was 391920. The expiration date was not provided.